Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device. According to the reporter, on (B)(6) 2025, the patient was taken to the hospital by ambulance. The bg reading was over 800 mg/dl (no information who took the reading and when during the time of the event). At an unspecified time of the event the cgm reading was 400 mg/dl and the bg reading was 600 mg/dl. The patient was vomiting and experienced loss of consciousness. The patient was transferred to the intensive care unit. There was no documentation about the medical intervention provided nor the treatment administered. At the time of the report the patient was still admitted to the ICU and monitored. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.